Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report that the syringe tubing broke was confirmed. Visual inspection of the set observed the mating piece of its vented spike component to the upper fitment component of the pump chamber assembly to be broken off and the broken off piece still attached within the set's upper fitment component of the pump chamber assembly. Further visual inspection under magnification of the broken vented spike mating pieces observed stress markings on both surfaces with one side higher and the other side lower which matched up between both surfaces. Functional testing was unable to be performed due to the obvious damage. The root cause was not identified.

Manufacturer narrative:
Concomitant medical products: 10ml bd syringe ref (B)(4), lot number 6322548, exp (B)(6) 2019, 0.9% sodium chloride; therapy date 03/23/2017. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing broke from the part that goes into the pump. There is no report of patient harm. Received a copy of the customer's medwatch report from the FDA which states, "patient came out of the restroom and handed the nurse the syringe hooked to the syringe tubing broken off from the part that goes into the machine and told the nurse it just fell off while in the restroom."